Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient's therapy was not doing any good and the patient had not used it for months. The caller indicated that they had already replaced the battery (no allegation of malfunction) and that they were "permanently leaking." Patient status is unknown at the time of this report and no device malfunctions were reported. On (B)(6) 2018, it was reported that the cause of the lack of therapy and leaking was a failure to [illegible] the problem regardless of self-catheterization and several setting changes. They tried numerous resettings, self-catheterizations, and bladder exercises. The issue had not been resolved. There were no further complication reported or anticipated.